Event description:
This patient received inappropriate shocks due to undersensing. The pace/sense portion of this lead was replaced with a boston scientific pace/sense lead. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint and the received data were carefully analyzed. The available iegms confirmed the presence of artefacts in the rv channel, which led to the detection of vf episodes and the delivery of shocks as mentioned in the complaint description. Diagnostic images of the lead were not received for analysis. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.